Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. When the 3.50x16mm taxus express2 drug eluting stent (des) was removed from the stent protector during preparation, it was noticed that the proximal edge of the stent was lifted up. The device never entered the patient and the procedure was successfully completed with a different device. No patient complications were reported with the patient's current condition listed as "good."